Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarms noted during testing. The low reservoir alarm feature working properly. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 588 mg/dl at the time of incident. The customer's blood glucose was 271 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injection. The customer stated that she did not found air bubbles, leaks, insulin issues and site issues. The customer declined to troubleshoot for setting issues. The customer performed high pressure test twice and the insulin pump failed. The insulin pump will be returned for analysis.